Manufacturer narrative:
One tacticath¿ contact force ablation catheter, se was returned for investigation. The results of the investigation are inconclusive since the device was not returned for analysis; however, the log files from the tactisys quartz system were returned. The log file analysis concluded that the tacticath catheter performed as intended. The optical fibers met specifications, the recorded temperatures indicated cooling during rf ablation, and contact force measurements were displayed throughout the duration of the log files. Force measurements were recorded during ablation that exceeded the recommended values in the tacticath se contact force ablation catheter instructions for use (IFU); however, due to unknown procedural conditions we are unable to conclusively determine the cause of the reported event. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported cardiac tamponade remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report. Further information regarding the event were requested but not received.

Event description:
Related manufacturer reference: 2182269-2019-00077, 3005334138-2019-00292. During a pulmonary vein isolation procedure, a cardiac tamponade occurred. Following placement of the introducer and mapping catheter, the patient became hypotensive. Ice imagine confirmed a cardiac tamponade, for which a pericardiocentesis was performed. The circulatory dynamics did not improve and a sternotomy was performed. A 20 mm long crack was noted on the mitral isthmus. The cause of the crack was unknown. The patient was followed and as a result of the event, cardiac tamponade, cardiac arrest and sternotomy, the patient developed ischemic cerebrovascular disorder brain infarction that resulted in the brain damage. There were no performance issues with any abbott device during the procedure.